Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue and noted that all leak tests showed no sign of a leakage. During the evaluation, the stm observed that the helium tank had a non-standard helium washer on the iabp unit. The stm noted that this may be the possible point of leakage of the tank and the tank may have not been properly secured. The stm replaced the helium washer from the customer's stock. Upon further evaluation, the stm observed that the helium tank had been closed upon power-up of the iabp unit and has educated the customer. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) experienced a helium tank leak. It was later reported that no single event triggered this report and the customer noted that occasionally upon power up the iabp unit would report no/low helium when the helium tank was not empty. There was no patient involved and no adverse event was reported